Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a probe actuation failure during a procedure. The issue was solved after replacing the product with another one, and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The evaluation confirmed that there were three o-rings present in the rear housing, which is non-conforming; there should only be two o-rings present. The impact of the extra o-ring could not be determined from the investigation performed. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened probe was received with a tip protector in a bubble for the report of actuation failure. The sample was visually inspected and found non-conforming. An o-ring could be seen through the vent hole. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and actuation and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at bend area, cutting edge, and several other locations along the inner cutter. Three o-rings are present in the rear housing. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The sample evaluation does not confirm the probe had an actuation issue. Unrelated to the reported event, the evaluation does show that the probe had a cut issue. The root cause for the cut nonconformance and the foreign material observed on the needle is due to the excessive surgical use of the probe. The evaluation also confirmed that there were three o-rings present in the rear housing, which is non-conforming; there should only be two o-rings present. Having an extra o-ring in the rear housing does have the potential to impede actuation during use, although it was not confirmed during this evaluation. The extra o-ring was introduced during the manufacturing process of the engine. An investigation has been initiated in order to further investigate the root cause of the additional o-ring seen in the rear engine housing. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).